Manufacturer narrative:
The reported glidescope video baton 2.0 large was not returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined at this time. Review of complaint history for the video baton serial number "(B)(4)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope video baton 2.0 large does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous situation has been adequately captured and characterized by verathon. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image disappears when the baton is manipulated. The customer reported that the glidescope video baton 2.0 large hdmi connector has an intermittent connection due to the connector being "worn." No delay in the procedure, use of a backup device, or harm to the patient was reported.